Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after the implant, the patient developed shortness of breath. Pericardial effusion was observed for approximately two weeks without any further action taken as the symptoms were not severe. It was thought that the pericardial effusion has been due to a perforation caused by the atrial lead. After two weeks, an operation was performed. There also had been an alert for low impedance on the atrial lead. The presence of fluid inside the device pocket was thought to be the cause. The atrial lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.